Event description:
It was reported that during insertion of the iab, it could not be advanced past the iliac femoral crest. As a result of this, the assembly was removed. There were no associated pt complications.